Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: the cause of the reported gastrointestinal bleeding, cardiac arrhythmia, low flow alarms and patient outcome could not be conclusively determined. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 1 ¿introduction¿ lists bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, this document discusses pump speed, power, flow, and pulsatility index in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The heartmate 3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an upper gastrointestinal (gi) hemorrhage. There was a sudden decrease in the pump flow from 4.1 to 0.5. The patient's blood pressure suddenly dropped to 30/20, then asystole. Voluven and epinephrine were given. The site attempted to do transcutaneous pacing. Hematemesis was noted. With the transcutaneous pacing done, the epinephrine was increased with a resultant minimal increase in pump flow to 0.8. However, when the site was trying to remove the temporary pacemaker, the patient remained asystole. The arrhythmia was atrial fibrillation and was sustained. The arrhythmia was reported to not be due to the device, however it was not existing prior to the implant. It was also noted that there were low flow alarms. No tests or results were shared due to hospital policy. No additional information was provided.

Manufacturer narrative:
Address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an upper gastrointestinal (gi) hemorrhage. There was a sudden decrease in the pump flow from 4.1 to 0.5. The patient's blood pressure suddenly dropped to 30/20, then asystole. Voluven and epinephrine were given. The site attempted to do transcutaneous pacing. Hematemesis was noted. With the transcutaneous pacing done, the epinephrine was increased with a resultant minimal increase in pump flow to 0.8. However, when the site was trying to remove the temporary pacemaker, the patient remained asysteole. The arrhythmia was atrial fibrillation and was not sustained. The arrhythmia was reported to not be due to the device, however it was not existing prior to the implant. It was also noted that there were low flow alarms. No tests or results were shared due to hospital policy. No additional information was provided.